Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. An expired xt (lot: 40110r1066) was implanted. An additional non-expired clip xtw (lot: 41004r1002) was also implanted to further reduce mr. The procedure ended with mr reduced to trace. There were no patient consequences or device malfunctions reported. The device was picked from the warehouse, opened and placed in the sterile field by a nurse.